Manufacturer narrative:
No button response on act button due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, no delivery tests and weak battery alarms due to no button response on act button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that she does not get a response from the buttons. The blood glucose reading is 185 mg/dl. Customer is requesting a replacement. Customer also stated that she was recently hospitalized due to high blood glucose. Diagnosed diabetic ketoacidosis. Customer stated that the insulin pump alarmed no delivery. The blood glucose reading at the time of the event was 485 mg/dl. Customer experienced stomach aches and dehydration. Customer was treated with a manual injection. Nothing further reported.